Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at ¿6-7am¿ on (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged error message. It is not known whether the patient experienced any symptoms as a result of the alleged product issue but the patient did receive treatment from a healthcare professional (hcp) in the emergency room (e.r) at 8am on (B)(6) 2015. The patient was given IV fluids after having their blood glucose measured on another device and obtaining results of ¿366, 269 and 399mg/dl¿ between 8-9am on (B)(6) 2015. At the time of troubleshooting the cca walked the patient through a retest and the patient was able to obtain a reading. The alleged error message was not reproduced. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them requiring treatment from a hcp in the e.r for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.